Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the surgeon was not able to impact the altrx pinnacle liner into the cup". The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned delta cer head 12/14 36mm +5 found nothing indicative of a device nonconformance nor defects that could have contributed to the reported event. The ceramic femoral head only exhibited a fine lines of metal transfer consistent with normal ceramic-on-metal interaction. A manufacturing record evaluation was performed and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 36mm +5 would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The surgeon was not able to impact the altrx pinnacle liner into the cup it was e revision surgery of a metal liner. Was surgery delayed due to the reported event? --> yes. If yes, number of minutes: --> 15. Action taken when event occurred? --> flattening the pol of the poly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.